Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was administered perioperative antibiotics, cephazolin, both intraoperatively and post operatively. The suspected infection was diagnosed on (B)(6) 2014. It was stated that no organism was cultured and no needle biopsy was taken. The suspected infection was treated with fluclox IV four times a day starting (B)(6) 2014 and moxifloxacin starting (B)(6) 2014. The patient's outcome was reported to be no evidence of infection and the patient had sub-adequate stimulation results.

Event description:
Additional information received reported indicated the internal protocols of the theatre were ¿in question.¿ there was no question in regards to the integrity of the product.

Event description:
It was reported there was a suspected infection at the device pocket which was medically treated accordingly. The healthcare provider had reviewed the patient since the stage 2 implant and had given the patient ¿all clear.¿ it was stated the patient had recovered, but not fully. No further information was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.